Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the universal zimmer/hudson reamer attachment 250 rpm during a surgical procedure, metal parts (particulate) were going on the patient. These particulates were reported to be coming from the drill attachment. There was no patient harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with the same device.